Event description:
It was reported that bd safe-clip¿ is not clipping. No patient impact reported. The following information was provided by the initial reporter: consumer reported that the safe clip needle clipper is not clipping.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state and manufacturer site as (B)(4) is an OEM manufacturing site. Date of event is unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer returned a single safeclip needle trimmer from lot 2025001. The needle trimmer did not feature any immediately observable defects. A spare syringe needle was trimmed using the safeclip. The needle was cut without issue.. The safeclip was undamaged and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the safeclip not fully clipping the needle. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd safe-clip¿ is not clipping. No patient impact reported. The following information was provided by the initial reporter: consumer reported that the safe clip needle clipper is not clipping.